Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the ventilator alarmed with o2 device failed occurrence. The customer reported there was no patient involvement.

Manufacturer narrative:
Conclusion / root cause: the gas delivery system assembly was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).